Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the provided lot number of the device involved in the event is incorrect. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It has been reported that during a knee replacement procedure, while drilling the wholes for the set screws, the end of the drill broke and remains in the patient`s body.

Event description:
It has been reported that during a knee replacement procedure, while drilling the wholes for the set screws, the end of the drill broke and remains in the patient`s body.

Manufacturer narrative:
(B)(4).